Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced inappropriate therapy by the cardiac resynchronization therapy defibrillator (crt-d) for the detection of atrial fibrillation (af) with aberrant conduction that was classified as ventricular fibrillation (vf). It was noted that the right ventricular (rv) lead exhibited a suspected rv defibrillation fracture. It was also noted that the rv lead exhibited high impedance values of the defibrillation lead/conductor. A remote transmission revealed lead noise and oversensing seen on the vector that includes the coil. A lead integrity alert (lia) was triggered due to non-sustained ventricular tachycardia episodes and a high sensing integrity counter (sic). Currently, the lead impedance is fine with occasional high values previously noted and good pacing thresholds. It was noted that while the patient was coming into the clinic to switch therapies off, the patient experienced an inappropriate shock by the rv lead due to the suspected fracture. It was also noted that the right atrial (ra) lead exhibited high threshold measurements. Reprogramming was done and medication was adjusted. No further intervention will be done as the patient is very frail. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtmc2d4 implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.